Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6) 2011. According to the complainant, the patient experienced injuries (specifics unknown). All other information, including the patient's current condition, is unknown and unavailable.

Manufacturer narrative:
It was reported that the procedure on (B)(6) 2011 took place at (B)(6). However, it was not indicated which physician corresponds to the implantation of the obtryx device, and which correspond to the implantation of the pinnacle and xenform device.